Event description:
It was reported that the patient presented with vibratory alert due to impedances out of range. During explant procedure,it was clearly noted that the lead insulation was damaged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.